Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that there was no fault found with the system. No components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the manufacturer representative (rep) had all green on the self-test after connecting the system to electronic picture archiving and communication systems (pacs). The rep was able to pull a patient and it stayed at receiving digital intercommunication of medicine (dicom) indefinitely. The rep tried multiple ports and multiple patients but it stayed at receiving dicom. Technical services had them restart and turn on debug logs. Troubleshooting involved setting up one pacs node. The rep called back in and stated that they asked pacs to push an image and they were not successful. After making some changes on their end, they were finally able to push an image. At that point, they asked the rep to query and retrieve and the rep was successful. They restarted the system and was successful in q/r three patients. No patient was present at the time of the event.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. If information is provided in the future, a supplemental report will be issued.